Event description:
The report received from the field indicated that the physician used a 7 fr exoseal vascular closure device (vcd) to achieve hemostasis. There was no reported product issue reported with the device. Sixteen days post-procedure, a right groin pseudoaneurysm was noted and was treated by thrombin injection. The procedure was a left lower extremity intervention. A 7 fr. Pinnacle sheath was used in cross-over fashion from the right groin. Additional information has been requested.

Manufacturer narrative:
The report received from the field indicated that the physician used a 7 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. There was no reported product issue reported with the device. Sixteen days post-procedure, a pseudoaneurysm was noted and was treated by thrombin injection. The procedure was a left lower extremity intervention. A 7 fr. Pinnacle sheath was used in cross-over fashion from the right groin. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15471272 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.